Manufacturer narrative:
Date rec'd by MFR: 13nov2019. Touchscreen assembly was received for evaluation. During visual inspection, deposits of foreign material at the edges and contamination on the screen surface were identified. The touchscreen was installed onto a good ventilator for testing. After testing, it was determined that the failure was caused by the resistance drift of screen being out of specification. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 25oct2019; b4: 28oct2019. The device was evaluated by the field service engineer and the reported issue was confirmed. The field service engineer replaced the touchscreen assembly to address the reported issue. The issue was resolved, the device was tested, and the device now functions as intended. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer reported touchscreen failure. There was no patient or user harm reported.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 08/19/2019.

Event description:
The customer reported touchscreen failure. There was no patient or user harm reported.